Event description:
As per the reporter (consumer), hero mighty patches unspecified was used and experienced a permanent pimple scar and a permanent red dot with a light pink circle left around. This report was received via the web from the united states of america on 10-feb-2026. The reporter (female) reported using hero mighty patches unspecified via the topical route. As per reporter, "I got the mighty pimple patches as a christmas present. I put it on a pimple on my forehead, and it created a permanent red dot with a light pink circle left around from talks circle patches. I used the patch for the first and only time on (B)(6) 2025. I now have to look into getting the scar/mark removed because it's horrific and y'all gave me a permanent pimple scar." No additional information was available. Note: this is a conservative report. No medical documentation or photographs were provided to allow for a medical evaluation. In similar complaints where documentation was available, medical assessments have typically concluded that the reported injuries represented cosmetic damage that could be considered trivial.

Manufacturer narrative:
Not available.